Event description:
It was initially reported on (B)(6)2014 that during the first 6 weeks of implant it was wonderful and the patient was pleased with it. The patient¿s husband got sick and was in the hospital for a week and a nursing home for 2 months and the patient¿s symptoms came back during that time. It was reported that the patient¿s therapy went downhill and they were disappointed with it. The patient was leaking and wearing pads all the time. It was reported that the patient had one fall about a week ago but their symptoms came back before the fall and they patient did not think the fall had anything to do with the symptoms returning. The patient changed from program 1 at 4.45v to program 2 at 4.0v. It was noted that the patient was feeling stimulation and it was comfortable. It was reported that the patient had a loss of therapeutic effect. It was noted that the patient had arthritis in their right knee and took medication that made them nauseous and faint. The patient¿s husband tried to help the patient and they both lay on the floor and had to call the paramedics because neither one could get up. It was reported that the patient did not think the device was for them because they did not know much about it. It was noted that the patient had a hard time finding the device to communicate with their programmer. It was reported that the patient had a botox injection a year ago and it did not help. The patient had an appointment scheduled with their health care provider (hcp) in (B)(6). It was reported that the nurse practitioner told the patient they could increase stimulation. The patient later reported on (B)(6) 2015 that the patient never had therapeutic effect for her incontinence; event date noted as: 8/5/13. The patient was generally dissatisfied with the implant. It had never quite worked for her symptoms, particularly the last few weeks ((B)(6) 2015), where it had been really bad when getting up in the morning. The patient stated a particular instance of (B)(6) 2015, where she had to change her slacks 3 times because leaking occurred all of a sudden with no symptom/warning. In the past, the doctor tried exercises and botox, which did not work. The patient noted not being able to adjust stimulation. The patient was on program 3 at 8.5v. It was reviewed that upper limit was reached. The patient wanted to change programs. Reviewed the following basic functionality: synching with ins. Switching between groups. Icon meaning. Button use. Navigating between screens. Adjusting parameters. This action resolved the reported issue. The patient changed to program 4 at 0.7v. Patient programmer upper limit / poor communication, resolved; event date noted as (B)(6) 2015. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04wp5, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).